Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the followings; defect of the printed circuit board was noted. The reported event was caused by the defect. Cracks on the front panel were noted. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image frozen. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc assumed that the defect of the printed circuit board was accidental failure. If additional information becomes available, this report will be supplemented.